Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 24-jan-2023. Investigation summary: 1 sample of defective trolley received and investigation testing performed. It was reported that the customer who states with the foot pedal the lid does not close automatically was verified. Photos/video sent to manufacturer for further investigation. According to the device history record review process, the result showed there were no issues reported like trolley defective (lid does not close automatically with foot pedal), during the manufacturing process of the lot number reported (2318969). A review of the non confirming material review was performed; the result showed there were no issues reported like trolley defective for the same part number throughout the last twelve months. Based on this investigation, this issue could potentially be related to the manufacturing process, however, with evidence provided it can be noticed that product has been manipulated and the standard packaging within our process has been modified.

Event description:
It was reported while using bd recykleen¿ foot-operated trolley the lid does not close. There was no report of patient impact. The following information was provided by the initial reporter: customer who states with the foot pedal the lid does not close automatically.

Event description:
It was reported while using bd recykleen¿ foot-operated trolley the lid does not close. There was no report of patient impact. The following information was provided by the initial reporter: customer who states with the foot pedal the lid does not close automatically.

Manufacturer narrative:
The manufacturing location for this product is sakai create. This site is an OEM manufacturing site. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.